Event description:
It was reported that the device would not turn on the first time and then once on, would not turn off. The reporter said, there was no affect on patient outcome.

Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to a failure of the power supply assembly. After replacing the power supply assembly, proper operation was confirmed and the device was returned to the customer.